Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The field service technician reported, replaced carrier and ribbon cables. Ran calibrations and verification. Ran level 1 & 2 qc and verified that the device runs according to manufacturers specifications. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported , "centrifuge distribution pcb assy - 35215-10 as the board is burnt. Pump rotor assembly - 38671-00, 37041-00 & 37040-00 as they are black and stickey". There was no donor involvement.